Event description:
A telephone call was received from the infection control practitioner at the hospital reporting that a female patient with a past history of (B) (6) was implanted with an intraocular lens in january. Approximately two months later, the patient was diagnosed with pneumonia and given antibiotics. Within six hours of taking the medication she developed facial swelling and poor oral intake. Five days later, the patient presented at the hospital's emergency room and was diagnosed with necrotizing fasciitis. A CT scan revealed air pockets in the masticator space with necrotizing infection. She underwent surgery on four consecutive days for debridement of the parapharyngeal space, right lip, face and parotid area. Cultures taken from the drainage revealed (B) (6). Septic shock developed and she was treated with several antibiotics and an anti-fungal drug. The patient was non-responsive to treatment and expired on the fourth day of hospitalization. The hospital is investigating all products used during the implant procedure.

Manufacturer narrative:
The lens was not explanted and therefore not returned to the manufacturer for analysis. The attending physician stated he was unsure if this event was associated with the intraocular lens implant from two months prior. The infection control physician reviewed the case for causality and determined the iol was not the cause. In his opinion, the most likely site of entry for the bacteria was the incision made during the initial implant surgery. Our review of the complete manufacturing records for this intraocular lens (iol) showed no deviations or non-conformities during the process that would cause an infectious reaction. Based on our investigation, we therefore concluded that the iol reported in this complaint did not cause this adverse event.